Manufacturer narrative:
Awareness date reported on initial report as july 19, 2018 but should have been december 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. Operational and diagnostic analysis confirmed reported issue. 200 ref 32 error code was displayed during testing. This was due to a bad idt board. Replaced the idt board as identified in the investigation to address the reported issue. No additional issue was found. The repair and testing of the unit was completed by bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. This complaint is confirmed. The root cause for the reported failure was a bad idt board. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales representative that the vapr damaged. The following was stated on the vendor's report: "I honestly did not register the error code number because it was in the surgery, but I do know that I gave the code as soon as the vapr console was turned on. And because the error did not work the console". Product information: code: (B)(4) lot: 1122742, serial number: (B)(4).